Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump had shut off due to normal battery depletion as the customer had not charged the pump. Upon plugging in the pump to charge, the pump was beeping and vibrating but was otherwise unresponsive. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.